Manufacturer narrative:
Concomitant medical products: 419688 lead implanted on (B)(6) 2012. Product event summary: the lead was returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. Analysis of the device memory indicated atrial pacing capture threshold was elevated. The device memory indicated diminished atrial sensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and under sensing with small p waves. The ra lead was expl anted and replaced. No patient complications have been reported as a result of this event.